Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated. Investigation confirmed the customer's reported problem. The device was started and alarmed ec46822 which is an issue with the software. Re-installed the software during repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump exhibited ec 46822. No patient was involved in this event. No adverse effects were reported.